Manufacturer narrative:
Product ID: 2067 radio frequency programmer head. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; programmer powers up with black screen and "f1-f12" on it due to connection between a printed circuit board assembly to the hard drive being loose.

Event description:
It was reported that the programmer booted up to a black screen with numbers on it, and that the screen looked like it had a "maze" on it. The programmer was returned for service. No patient complications have been reported as a result of this event.